Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter. There was blood and contrast in the inflation lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein using a 4f non-bsc sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left forearm vein. After a 014 non-bsc guide wire was advanced to the lesion, a 4.0mmx40mmx80cm (4f) sterling¿ balloon catheter was used for pre-dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4x4 non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein using a 4f non-bsc sheath. The 90% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left forearm vein. After a 014 non-bsc guide wire was advanced to the lesion, a 4.0mmx40mmx80cm (4f) sterling¿ balloon catheter was used for pre-dilatation. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4x4 non-bsc balloon catheter at 15 atmospheres. No patient complications were reported and the patient's status was good.